Event description:
It was reported that during taylor spatial frame surgery, the tensioners did not tighten the wires. It was reported that the procedure was finished using a change in surgical technique with a surgical delay of less than 30 minutes. No injury to patient was reported.

Manufacturer narrative:
H3, h6: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. As per clinical/medical investigation, during the procedure ¿the tensioners did not tighten¿. Per description, the procedure was finished with a a change in surgical technique. Responses to clinical requests were not provided and without adequate documentation a thorough medical investigation cannot be rendered. The patient impact beyond the procedure could not be determined based on the limited information provided. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.